Event description:
The customer reported via an (B)(6) report that the a patient underwent revision surgery for a broken exeter stem on (B)(6) 2015. Updated information indicated, "cone conical. Socket not changed." Extensive soft tissue damage secondary to metallosis noticed at time of first and second revision. Significant lysis to proximal femur noticed at time of first revision.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the device cracked approximately 2.44 inches from the distal tip of the stem. The material analysis concluded: the exeter stem failed in fatigue with the crack propagating medially along the stem but did not propagate through the stem. The base metal chemistry was consistent with an astm f1586 and/or iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: cement mantle defect due to suboptimal cement-in-cement revision technique and persistence of an osteolytic bone defect in the proximal medial femoral bone, not repaired by bone grafting, caused inadequate bone support for the proximal medial exeter stem section resulting in an overload condition with fatigue accumulation ending in a fatigue fracture of the stem exactly at the level of loss of bone support. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded: cement mantle defect due to suboptimal cement-in-cement revision technique and persistence of an osteolytic bone defect in the proximal medial femoral bone, not repaired by bone grafting, caused inadequate bone support for the proximal medial exeter stem section resulting in an overload condition with fatigue accumulation ending in a fatigue fracture of the stem exactly at the level of loss of bone support. The material analysis report concluded that there no material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported via an mhra ai report that the a patient underwent revision surgery for a broken exeter stem on (B)(6) 2015. Updated information indicated, "cone conical. Socket not changed." Extensive soft tissue damage secondary to metallosis noticed at time of first and second revision. Significant lysis to proximal femur noticed at time of first revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.